Manufacturer narrative:
H6: fdc updated to 22 for catheter 8596sc. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed a motor gear train anomaly regarding corrosion and/or wear and/or lubrication; stall due to the shaft bearing. Analysis of the model 8596sc catheter component with serial number (B)(4) revealed coring/tears/cuts in the seal that met leak criteria. Analysis of the model 8598a catheter component with serial number (B)(4) revealed a user related issue regarding a dark residue occlusion in the dispensing holes of the catheter body that was related to the event. Analysis noted foreign material in the proximal set of dispensing holes of the model 8598a catheter as received; the segment was occluded. Update/correction: the device code (B)(4) was previously coded in error. The device code (B)(4) was not previously coded in error. The results code and conclusion code pertain to the pump. The results code and previously applied conclusion code is applicable to the model 8596sc catheter with serial number (B)(4). The results code and conclusion code pertain to the catheter component (model 8598a) with serial number (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: catheter; product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 08-dec-2013, UDI#: (B)(4); product ID: 8596sc, serial/lot #: (B)(4), ubd: 13-nov-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving dilaudid (10mg/ml at 2.6mg/day) and bupivacaine (6mg/ml at 1.6mg/day) via intrathecal drug delivery pump. The indication for use was asked and unknown. It was reported that the patient's pump refill volumes were continuously higher than expected. On (B)(6) 2019 at explant, 10.5ml was expected and 13.5ml was the actual reservoir volume. The hcp did a catheter dye study and was unable to aspirate the catheter. Recent dose increases and volume discrepancy prompted full catheter and pump replacement. The issue was resolved and the patient was "alive - no injury." No symptoms were reported. There were no further complications reported at this time.